Event description:
It was reported that the patient was frequently charging the ipg. It was also stated that the patients ipg was sitting abnormally at the pocket causing charging difficulty. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.